Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.

Manufacturer narrative:
Product involved in incident was returned, but the test strips returned were used and could not be tested. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Caller indicated the relion prime meter gave e13 error instead of a reading. Her husband was on the floor in the bedroom. He was there for around a 1-2 hours. Wife thought he had a stroke. She tried to check his blood sugar, but she got an e13. Then she called her mother, they turned him to his back and he was trying to talk and opened his eyes and he couldn't talk clearly he was mumbling and almost unresponsive. We called the ambulance because we thought he was having a stroke; the fire department was the first to arrive. We got him up and he told her to bring him 2 banana pops. The fire department took his blood sugar and it came back 65. The ambulance came and he was getting better, he then ate a peanut butter sandwich and 2 glasses of tang. Then ems did a test and got 73. He was feeling better and did not need to go to the hospital. Unable to gather product information as customer could not stay on the phone. Arkray has made several attempts to contact the customer to gather product details but has not been able to reach the customer. (B)(4) replaced product for the customer and arkray sent replacement order to (B)(4).